Manufacturer narrative:
Concomitant product(s): 30502701 valve, implanted: (B)(6) 2002; a 0180 lead, implanted: (B)(6) 2008; a 419488 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal implantable cardioverter defibrillator (ICD) change out the epicardial left ventricular (lv) lead had high thresholds. Diagnostic testing and troubleshooting was performed on all vectors and the lv ring to coil was used. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.